Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 22, 2007, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging, the one touch ultra meter was reading inaccurately high. The reporter stated the patient was skeptical of her readings for about a week. Four days laterr, the patient had a "normal" lunch and a small snack consisting of broccoli and a yogurt without sugar at 7 pm before dinner. She had a light dinner without starch, because she obtained a reading of 218 mg/dl at the time and had been having high readings recently. She decided to test before going to bed due to the light dinner and she obtained a reading of 190 mg/dl reading at around 11 pm before going to sleep. She usually does not test before bedtime. The patient takes fixed doses of insulatard insulin 36 units at 7 am and 16 units at 7 pm before meals and 3 pills per day of glucophage 1000 mg. She tests her blood sugar 2 to 3 times per day. She took her normal diabetes medications as usual that day. At around 3:30 to 4 am, the next day, the patient started to tremble and have a cold sweat, symptoms she describes as typical of hypoglycemia for her. She feels that she would not have become hypoglycemic with the high reading of 190 mg/dl at 11pm, about 5 hours prior. The patient's son quickly gave the patient sugar and a piece of bread with butter and her symptoms subsided within 5 to 10 minutes. The patient went back to bed without checking her blood glucose. She woke up at 7 am and got a reading of 186 mg/dl. The customer service representative (csr) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was set to the correct unit of measure. The samples were drawn from the finger. Her son reportedly, who is not diabetic tested on the meter in a fasting state and obtained a reading of over 200 mg/dl at sometime. This complaint is being reported because the patient alleged inaccurate high readings, adjusted her diet accordingly, and had symptoms of hypoglycemia.